Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable. The alarm was silenced, and settings were reviewed. The pump was still beeping after reviewing the settings. A continuous infusion rate of 0.6 ml per hour had been programmed, with a total reservoir volume of 13.3 ml and a given volume of 86.75 ml. They clamped the tubing and the cassette was removed. The cassette tubing was massaged and taped on a hard surface. The cassette was reattached, and the tubing was unclamped. The infusion was restarted and no disposable alarm was returned. Process was repeated, but no disposable alarm persisted. The event occurred while in use with a patient, and no harm or injury was reported.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.